Manufacturer narrative:
The customer's report was observed and attributed to corrupted software on the central processing unit board. The boot loader software loaded on the cpu board was found to be corrupt. The boot loader software was recovered/reloaded to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.